Event description:
A medtronic representative reported black status with a camera while in a cranial tumor resection procedure. The site stated that as the surgeon began to register the patient, the registration probe flashed green on the screen for a second, and then went to black status. They opened up the camera tracker and the camera was x-ed out. The system was re-booted and cables re-secured with no results. The surgeon opted to discontinue use of the stealthstation treon treatment guidance system to complete the procedure. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
Rmas issued for treon psu and treon communication power cable. Both replacement parts shipped to site (B)(4) 2012. Replacement treon psu returned to manufacturer unused. Medtronic evaluation of returned suspect communication power cable finds an electrical problem. A continuity check revealed an opening from pin 7 of the fischer connector to pin 5 of the db9 connector.